Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken atrial connector. It was also indicated that the case was broken and corroded, and the keypad window was scratched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.